Event description:
It was reported that after removing the cannula accessories after a da vinci si sacrocolpopexy procedure was completed, charring was observed at two of the port incision sites. The surgeon excised the burnt skin at one of the port locations prior to closing the incision and the other incision was closed primarily. No additional harm was reported.

Manufacturer narrative:
Intuitive surgical investigation has shown that it is possible for the electrosurgical unit (esu) currents to pass through the patient side manipulator arms to ground, through the cannula accessory to the patient, if the patient is not properly grounded. Intuitive surgical field service engineering contacted the hospital's robotics coordinator, who indicated that the grounding pad coming from the generator that goes under the patient was found to be faulty and was replaced. The robotics coordinator confirmed that the damage to the patient's tissue was caused by the faulty grounding pad and there were no issues with the da vinci si surgical system. As of (B)(6), 2012, the site has continued to use the da vinci si system and there have been no reported recurrences of this issue at this hospital.